Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The mcs tip cover accessory was found to have tearing at the clear distal end. The tears measured approximately 0.041" - 0.146" in length. There was no sign of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of the tears is attributed to a component failure. Failure analysis also identified the following finding which was not related to the reported event. Multiple gouges were observed, located at the gray silicone area towards the distal end. The gouges measured approximately 0.039" - 0.058". The root cause of this failure is attributed to misuse/mishandling. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. The alleged complaint of cannot be confirmed upon review of the provided image. An image of the mcs tip cover accessory was provided, but the reported issue could not be confirmed via image review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area, with no evidence or claim of user mishandling/misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the instruments and accessories user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was an issue with the monopolar curved scissors (mcs) tip cover accessory. The mcs tip cover accessory was replaced and the procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.